Event description:
Per the clinic, the patient experienced pain, intermittencies and subsequent loss of connection to the internal device. The issue could not be resolved, and the device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.